Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was having difficulty going on the pump and that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Tandem technical support assisted the customer with performing a cartridge change but was unable to finish troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support attempted to obtain additional information regarding the event; however, no response was received from the customer.